Manufacturer narrative:
Citation: barbanti et al. Pathophysiology, incidence and predictors of conduction disturbances during transcatheter aortic valve implantation. Expert rev med devices. B)(6) 2017 (2):b)(4). Doi: b)(4). Earliest date of publish used for event date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding meta-analysis of conduction disturbances and pacemaker implant after transcatheter aortic valve implantation (tavi). All data were collected from various multi-center studies that took place between 2010 and 2015. Multiple manufacturers were noted in the literature; medtronic product referenced included: corevalve, evolutr and engager transcatheter bioprosthetic valves. No patient demographics or device serial numbers were provided. Several studies noted tavi patients with left bundle branch block and permanent pacemaker implant had an increased risk in mortality. However, there were no deaths directly attributed to medtronic product. Among all patients, the meta-analysis included the following adverse effects associated with medtronic product: corevalve: atrio-ventricular (av) block, 30-day new onset left bundle branch block, 30-day permanent pacemaker implant. Evolutr: 30-day permanent pacemaker implant, moderate-severe paravalvular leak (pvl) . Engager: 30-day permanent pacemaker implant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.